Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that after cementing the right tibial prosthesis during a total knee arthroplasty, the durasul surface was inserted, but failed to seat properly. There was no reported delay in surgery and surgery was completed using another device.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). The returned unit was evaluated and measured by zimmer biomet (B)(4) and all critical dimensions were found as per drawing specifications. As received the device has damage to the locking features/tabs on the distal surface in both the anterior and posterior regions. The superior surface was gouged in the posterior region. The device history records for the 6276-01-711, lot # 63314356 & component lot 63316452 were reviewed and no deviations or anomalies were identified. Procedures were found in compliance in regards to this complaint scope. No complaints, non-conformances or anomalies related to the condition under evaluation were found for the period of january 05, 2015 to january 05, 2017. No planned deviation or drawing/procedure changes occurred during the manufacturing process of the lot that could have impacted the unit. A complaint history search identified no other complaint for lot #63314356. Based on the fact that controls are in placed to prevent and/or capture the condition under evaluation, that the unit was evaluated and all dimensions were found as per zmbv specifications, the most probable assignable cause of the event was a mishandling of the unit outside of zmbv controls. The natural-knee ii primary system surgical technique instructs to "position the face of the impactor head so that the cong, ultra, or ps marking faces the marking on the impaction surface of the insert to be impacted. Orient the tibial insert impactor on the anterior proximal face of the tibial insert at a 10-20° angle and impact. Soft tissue must be cleared away to allow for easy insertion." The reporter, who was in attendance during surgery, reported that the proper surgical technique was followed. Also, the surgeon proceeded to implement a back-up articular surface, confirming that the proper surgical technique was employed and that there was no issue with the tibial component. The locking feature of the returned implant being damaged, its dimensions could not be measured for comparison to print specifications. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.